Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The leak was estimated at 20 ml of fluid under the instrument and was not contained. The customer also reported an error condition of voteouts (non-numeric results) for the differential parameters. The operator was wearing personal protective equipment of gloves, eye wear, and lab coat at the time of the leak. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found stabilyse was not dispensed correctly. The fse replaced the stabilyse solenoid [sol 43] and adjusted chemical balance. The fse did not witness any leak and found no source of any leak. The fse suspected a clogged vacuum system, so the fse removed and cleaned out vacuum float assembly as auxiliary service. Identification of failure modes: the samples gave incomplete computation (non-numeric results) which alerted the customer to an instrument problem. The cause of the differential voteouts (non-numeric results) was solenoid (sol 43) that was replaced. No erroneous results were generated in connection to the reported event. The fse could not confirm the leak. Upon recur, the failure mode identified (sol 43) will likely cause erroneous differential parameters. Product labeling: per labeling pn (B)(4), beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).